Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017 it was reported that the patient¿s pump went empty on (B)(6) 2017. No medical symptoms were reported. No further patient complications have been reported as a result of this event

Manufacturer narrative:
Updated to reflect the serious injury outcome of hospitalization that was reported on (B)(6) 2017. Updated to reflect the information received on (B)(6) 2017. Patient code (B)(4) no longer applies, (B)(4) apply instead. Device code (B)(4) also applies.

Event description:
On (B)(6) 2017 crts (B)(4), e1b (rep/hcp): information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017 it was reported that the patient¿s pump went empty on (B)(6) 2017. No medical symptoms were reported. No further patient complications have been reported as a result of this event. Additional information was received on (B)(6) 2017. It was reported that the patient experienced a return of pain symptoms and nausea. The patient was admitted to the local hospital and was then discharged and sent to their pain doctor to refill the pump. The patient's pump was refilled on (B)(6) 2017. The patient had not originally shown for their refill appointment, leading to the empty pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.